Event description:
Caller states a neonate patient received result of 38 mg/dl on the sensor system, and result of 26 mg/dl on the performa system. Patient was treated with oral glucose when the value was less than 47 mg/dl (it is not known which meter the patient was treated off of). No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6). This medwatch report is for the suspect device used in the sensor system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B) (4) for the suspect device used in the performa system.